Manufacturer narrative:
.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms was observed. The root cause was not determined, however, lead to device header connections were verified to be appropriate.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements. An invasive procedure was performed. The device was explanted the lead was surgically abandoned. Another manufacturer's pacemaker and rv lead were implanted. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.